Event description:
Per the clinic, the patient developed a sensitive skin and an infection at the implant site. Due to a technology upgrade and an infection at the implant site, the recipient underwent revision surgery procedure under general anesthesia on (B)(6) 2025, to convert from a baha connect system to a transcutaneous osia implant system at a new site. Additional information has been requested but has not been made available as of the date of this report.